Event description:
It was reported that the patient experienced difficulties inflating his inflatable penile prosthesis (ipp). The patient stated that he had started trying to use the device about four days ago and had difficulty with pumping the device. Patient stated that the device was implanted about five weeks ago. No more information is available at the moment.